Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a higher than expected progesterone result for one patient that was generated by the unicel dxi 800 access immunoassay system. Subsequent testing on both the original instrument and an alternate instrument produced lower results within a different clinical category. The erroneous result was not reported outside the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
No additional information is available for this event.